Event description:
International affiliate reports the tip of the expedium quick connect si polyaxial screwdriver sheared off into the head of an expedium screw while the surgeon was inserting the screw. The broken tip was removed from patient. There were no adverse consequences to the patient and no delay to the procedure.

Manufacturer narrative:
One (1) expedium quick-connect single innie polyaxial screwdriver was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the part. Device was then sent for fracture analysis. The fractured surface reveals plastic deformation at the hexlobes and torsional shear markings at the center of the part following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests the driver underwent a quasi-static torsional shear failure starting at the driver hex and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) for the expedium quick-connect single innie polyaxial screwdriver was conducted and no discrepancies were found. Product was released accomplishing all quality requirements. It should also be noted that this device has been in the field for approximately nine (9) years. A 12-month review of the complaint trend analysis for the expedium quick-connect single innie polyaxial screwdriver was conducted on the specific product code. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause of the driver¿s distal tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure starting at the driver hex and is extended to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed , this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.